Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra ping meter was reading inaccurately high, compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that she is unsure when the inaccuracy first started, but she became aware of it on (B)(6) 2016, alleging that she obtained an inaccurately high blood glucose reading of ¿too high to read¿ with the subject meter compared to ¿402 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient informed the csr that she manages her diabetes using insulin pump therapy. The patient denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that because her meter was reading ¿too high to read¿ she went to the emergency room. It is not known if the patient developed any symptoms in response to the alleged inaccuracy. She stated that at the hospital she was treated with IV fluids, taken off her insulin pump and hospitalized for ¿a couple of days.¿ during troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The csr noted the patient was using an incorrect testing process and that the meter was incorrectly coded. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.